Event description:
It was reported that the ilet bionic pancreas sleep/wake button was unresponsive, and the user was guided to hold the button for 30 seconds and then restart the device to reset the touch sensor, after which normal button function returned. Symptoms included difficulty activating the device via the sleep/wake control. Outcomes included restoration of device functionality without alarms, adverse events, or medical intervention. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that a reset of the touch-capacitive control resolved the issue, indicating a transient user interface malfunction localized to the sleep/wake button component. It was concluded, based on previously established findings for similar reports, that the cause was a transient, correctable device interface anomaly addressed through standard troubleshooting.

Manufacturer narrative:
Initial.